Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2, d3, d4, g4 ¿ 510k: this report is for an unk biomaterial - cement /unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1: (B)(6) hospital. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was a thoracolumbar posterior fusion performed on an unknown date. In the surgery, an expedium verse fenestrated screw was used. It was found that the cement in question was leaked.  One cement-reinforced screw had deviated caudal lateral, and the cement lump was pressing on the nerve root, causing pain complaints. The cement lump was removed by endoscopy. The surgery was completed without any problems. The surgeon commented that the screw deviation (failure to properly position the screw) was the cause of this event. It is not known when it was discovered. No further information is available. Remarks: (B)(4)are involved with the same event. (B)(4) (synthes spine): cement. (B)(4) (depuy spine): screw. This report is for one (1) unk - biomaterial - cement this is report 1 of 1 for complaint (B)(4).